Event description:
It was reported a device break occurred and additional intervention was required to remove an unretrieved device fragment. On (B)(6) 2026, a 106x12cm ekosonic device was selected for the treatment of a unilateral pulmonary embolism (pe). During therapy initiation (runtime 00:00), an e322 error was detected on channel a. The device operated with normal saline coolant at 35 ml/hr and tissue plasminogen activator (tpa) at 1 mg/hr (31.2 ml/hr). Insertion was reported as uncomplicated, and vascular anatomy was not tortuous. Troubleshooting steps were undertaken, but the alarm persisted. Resolution was achieved by replacing the ultrasonic core wire and performing a hard reboot. Following these interventions, the system resumed normal function without further alarms. No patient complications occurred during the event, and the patient remained in good condition post-procedure. On (B)(6) 2026, follow-up imaging revealed an unidentified object within the patient's vasculature. The patient was transferred to another facility for retrieval. Subsequent physician evaluation identified the object as an unretrieved device fragment (udf) from the ekosonic device used in the (B)(6) procedure. The udf was successfully removed, and the patient achieved full recovery.